Event description:
New information received notes that an additional episodes of noise oversensing was noted on the right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of non-sustained right ventricular over-sensing. The episodes were caused by noise exhibited by the right ventricular (rv) lead. No patient symptoms were reported. Further information was requested but not received.